Event description:
The event is reported as: during a surgical procedure, while using the device, the bougie was accidently stapled causing it to split open which resulted in the tungsten spilling into the pt's stomach. It was indicated the bougie was stapled approximately 3/4 of the way from the end. No pt injury reported.

Manufacturer narrative:
The device has not been returned for investigation yet. A f/u investigation report will be sent when completed.